Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) down button dome switch. Unable to perform operating current test or verify low battery due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's battery life was only a couple of days long. The customer also reported that the down arrow button did not respond properly. The customer stated that the insulin pump may have been exposed to moisture. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.